Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) checked the system remotely and found a degraded ippc disk bay board, which could affect imaging. After reviewing log rse found the system had triggered a remote alert indicating the image processing computer's disk bay board was degraded. In other work order, due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the reported issue, philips has initiated a medical device correction z-1151-2024. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.